Manufacturer narrative:
The device was returned incomplete to greatbatch for evaluation. The strike plate had broken off but was not returned with the device. A manufacturing review was performed and did not reveal any discrepancies related to the reported failure. As the strike plate broke off and was not returned for evaluation with the rest of the device, the cause of the failure is unknown. No further investigation is required. Complaint information provided by (B)(4).

Event description:
It was reported during an unknown patient procedure that the strike plate broke off during surgery. No adverse events were reported as a result of the malfunction.